Event description:
It was reported that during a da vinci-assisted surgical procedure, a broken jaw was tagged in the operating room (or). The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the reported failure. The instrument was found to have a broken grip at the grip base. A piece approximately 0.229" x 0.576" was found to be broken off the yaw pulley. The broken piece was not returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws.